Event description:
A male underwent aaa repair in 2007. The patient has a previous history of postoperative of total gastrectomy and inflammation of the peritoneum. The patient's anatomical form was suitable for endovascular repair and the procedure was followed as instructed. One main body and two iliac leg grafts were placed without problems. In 2008, (6 months after placement), the aneurysm had shrunk from 63mm to 30mm and the stent was deformed. Then eight days later, the physician placed a pta (percutaneous transluminal angioplasty) stent for stenosis by the arterial obliterans at the left external iliac artery. The patient outcome was good and he has recovered.

Manufacturer narrative:
The development of the zenith product line successfully completed all verification and activities showing the device meets the design requirements, and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. There is not enough corroborating evidence at this time to consider the complaint confirmed. Additionally, it is unclear if the pta stent was indeed placed inside the leg graft. Unless further contradictory information is gathered, it will be assumed that the stenosis was on the outside of the graft and pushing inward causing a full, or partial, obstructed lumen subsequently opened by the pta stent. At this time, there is no evidence to suggest the device was not manufactured to specification. However, we have notified the appropriate individuals and we will continue to monitor for similar events.